Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification & expiration date - unknown. Date explanted - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, patient alleges pain, difficulty with walking, and an indentation along the scar area. Radiographs taken and bloodwork obtained showed no abnormalities. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.